Event description:
Patient reported wearing the pod on the abdomen for approximately 4 to 24 hours when sudden onset of excessive bleeding occurred at the insertion site. The patient alleged the event was related to the pod and reported removal of the pod due to active bleeding, with blood leaking from the site and soaking clothing. Emergency medical services were contacted, and the patient reported being transported by ambulance to the hospital on (B)(6) 2026 in the evening, after noticing worsening bleeding earlier that day that significantly increased a few hours later. Upon arrival to the emergency department, the patient was evaluated and treated and was released approximately four hours later. No diagnosis was provided, as the patient reported the medical team focused on controlling the bleeding. Treatment reportedly included packing of the site and application of bandaging to secure hemostasis. The patient later alleged that hospital staff indicated the pod cannula contacted a vein as the likely source of bleeding. Site assessment was described as bleeding with small cuts, and the patient reported inability to reuse the same site. The patient reported placement of a new pod at an alternate site (arm); however, successful resumption of therapy was not explicitly confirmed. Blood glucose values were not provided in relation to the event. The involved pod was discarded; therefore, device details are unavailable.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone13.4, cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.